Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor tail was inspected and a ring of blood (watermark) was not present. Removed plug and inspected plug assembly; no failure mode was observed. No malfunction or product deficiency was identified. This also serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported that on (B)(6) 2018, he received a "replace sensor" message over 10 times while wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and was taken to the hospital where he was reportedly diagnosed with "high blood sugar" and treated with glucose via IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, he received a "replace sensor" message over 10 times while wearing the adc freestyle libre sensor. Customer experienced loss of consciousness and was taken to the hospital where he was reportedly diagnosed with "high blood sugar" and treated with glucose via IV. There was no report of death or permanent impairment associated with this event.